Manufacturer narrative:
The reported events of break and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the atrial lead exhibited high pacing impedance and was damaged. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.